Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked at the connection site during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was treated with a closed venous indwelling needle, and leakage was found at the joint at the lower end of the heparin cap when exhausting. If found, replace the indwelling needle immediately and report to the equipment department."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2172398. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.